Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and had exhibited high pacing threshold. This lead had pulled back and could not be repositioned since the venous access was occluded. This lead was explanted. No additional adverse patient effects were reported.